Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's batteries were depleting quickly. The patient has had many surgeries because her batteries are burning out. The batteries die and they are not sure why. The patient did not have all the dates of when each battery depleted. The batteries die out fast.

Manufacturer narrative:
It was determined that device codes (B)(4) do not accurately capture the event. Device code (B)(4) has replaced these codes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.